Event description:
It was reported that the cot legs are not fully raising electrically during patient loading. It was reported that the emt had to raise the cot legs manually, which caused injury to their arm. The patient was not injured during this event. Further injury information for the emt was not provided.

Event description:
It was reported that the cot legs are not fully raising electrically during patient loading. It was reported that the emt had to raise the cot legs manually, which caused injury to their arm. The patient was not injured during this event.

Manufacturer narrative:
It was reported that the device user received a minor injury to their right wrist, was evaluated by a doctor, and returned to work afterwards.